Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer had a high blood glucose level that was over 600 mg/dl on (B)(6) 2017. The customer had treated the high blood glucose with the insulin pump. The customer returned the insulin pump to their insulin pump trainer. They could not find anything wrong with the insulin pump. They ran the carelink reports and found that the customer had been giving themselves false carbohydrates for a higher bolus amount. The device will not be returned for analysis.